Event description:
A (B)(6) female patient was undergoing an insertion of a hermetic lumbar catheter when the distal catheter shredded and retained. The retained catheter was removed on (B)(6) 2013. She recovered without complications. When asked to confirm the expiration date of 17jul2013 the nurse informed me that the expiration that is recorded on the maude report is incorrect. He said that the box that contained the unit had been discarded, and he will look into the matter further. The nurse stated that the units on the hospital shelves only contain catheters from 2016 to jul 2017. It is his belief that the unit involved had an expiration date of jul2017. The retained/shredded portion of the catheter is not available for return. It is the hospitals' policy not to release it.

Manufacturer narrative:
The device involved int he reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.